Manufacturer narrative:
CONTINUED: E.1. STATE: ON ZIP CODE: (B)(4). A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. THE EVENT OF "CAPSULAR CONTRACTURE" IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE, BAKER GRADE III.

Event description:
HEALTHCARE PROFESSIONAL REPORTED OF THE RIGHT SIDE DEVICE: BAKER GRADE III CAPSULAR CONTRACTURE. THE DEVICE REMAINS IMPLANTED.

Event description:
Healthcare professional reported of the right side device: Baker grade III capsular contracture. Later healthcare professional reported "breast ptosis (not device related), implant deflation", "she did not like the sagging, heavy appearance and firmness of her breast", and "old implant was intact when removed". The device was explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, D6b, H.6.